Event description:
Boston scientific received information that beeping tones were noted with this device. The device was implanted in (B)(6) 2013 with an existing right ventricular lead. The shocking impedance on the right ventricular had been stable until the last two weeks when the shocking impedances had risen and were out of range. A commanded shock measurements showed normal shocking impedances in the triad configuration. A request for more information was made to technical services. Technical services discussed the different between daily measurements and commanded shock measurements, and also noted a possible connection issue as the device and lead have not been implanted too long. In addition all of the vectors were measured and a save to disk and a memory dump was requested to determine the root cause of this case. No adverse patient effects were reported.

Manufacturer narrative:
It was noted that from the analysis of both the daily measurement and the commanded triad measurement, the source of the high impedance appears to be the proximal coil. Most likely, these data suggest that the proximal coil / pg connection is less than optimal given the history of the stable shock impedance performance and the sudden change in impedance on july 4. It was indicated that the patient played golf, based on the daily measurements, this would coincide with the first day the impedance went >200 ohms. If the connection was not optimal, it's possible the excessive movement associated with swinging a golf club created enough movement to exacerbate the poor connection. As the rv coil to can impedance appeared to be consistent in both commanded and daily measurements, one consideration to avoid a revision would be to program the shock configuration to rv to can, ~100 ohms. Technical service advised performing dft testing in the new configuration to ensure effective therapy delivery in single coil. At this time the system remains implanted.